Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 371 mg/dl while wearing the pod. The patient reports their personal diabetes manager (pdm) would not turn on after changing the batteries and attempting a reset. The patient reports receiving a hazard alarm to remove the pod prior to their pdm not turning on. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient remains in the hospital at the time of this call.